Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification except it was noticed the plunger was not pushed to the end. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient, but the use of forceps was required to remove the capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and had shown the esophagus to be normal. It is stated that lubricant was used to facilitate placement of the capsule. A repeat procedure was performed. No known adverse events were reported.